Event description:
It was reported that occlusion alarms occurred. A supply change was performed resolving the occlusion. Reportedly the customer was not preforming the air removal step. Clinical support informed the customer that not preforming the air removal step off label per the tandem user guide. Customer¿s blood glucose (bg) level was 552 mg/dl with high ketones. Customer addressed the elevated bg by correction injection via manul insulin injections.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.